Event description:
It was reported that this implantable pacemaker was contaminated accidentally during the procedure involving leads explants. As a result, the device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker was contaminated accidentally during the procedure involving leads explants. As a result, the device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported.